Event description:
It was reported that patient underwent right partial knee procedure in early 2006. Subsequently, patient underwent revision procedure of the knee secondary to pain, loosening and decreased range of motion.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There have been no trends identified related to this type of event. - attachment: [baseline oxford fmrl.pdf, uf 2008-204.pdf]